Event description:
It was reported that the pump quick bolus/wake button was difficult to press and sometimes required multiple presses to turn on the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button properly and assisted in removing the pump from its case to improve functionality. As the button remained difficult to press, technical support decided to replace the pump. The pump was confirmed to be under warranty, and the customer was informed to use manual daily injections as a backup therapy. The customer was also guided to put the pump into storage mode before returning it, and arrangements were confirmed for the shipping and return of the problematic pump.